Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10d28050, h10f17041 and h09h26058 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment information was not provided. It was not reported whether dianeal therapy was ongoing. The patient was recovering from the peritonitis. According to the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex therapy.